Event description:
The pt was inappropriately shocked 5 times due to noise on the rv lead. The noise was reproducible in clinic. This lead was capped and replaced on (B)(6) 2011. Should additional info become available, this event will be updated.